Manufacturer narrative:
Device evaluated by MFR.: mustang 3.0 x 100, 135 was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied using glycerol/water when liquid was observed to be leaking from a balloon pinhole located at the distal edge of the distal markerband. The balloon could not maintain pressure due to the pinhole. The rated burst pressure for this device is 24 atmospheres as per mustang specification. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that balloon inflation issue occurred. The 85% stenosed target lesion was located in the non-tortuous and mildly calcified femoral artery. A 3.0 x 100, 135cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the balloon failed to inflate. The balloon never held pressure and no visible pinhole was identified that could contribute to the inflation failure. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed balloon pinhole.